Event description:
The pt called lfs and alleged the one touch ultra meter was giving the error 4 message. The pt states the meter worked with the control solution, however with blood application the error 4 message appeared. The issue was not resolved. No reading was obtained. The pt had symptoms of "not feeling well". The pt went to the ER. The pt's treatment was ate food and/or drank beverage. The pt did not attempt to repeat the test. The temperature in the room was within range. There is no indication as to the blood glucose reading at the ER. Based on the info supplied by the pt there is indication that the product malfuncioned and that the event meets the criteria for a medical device reportable. The meter and the test strips were replaced.